Manufacturer narrative:
Manufacturers investigation conclusion: analysis of the submitted log files confirmed brief low speed events and intermittent elevations in power; however, a direct correlation to heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the low speed events and power elevations could not be conclusively determined through this evaluation. The account communicated that the patient underwent an epc exchange due to the pump not running. Heartmate ii system controller, serial number (B)(6) was received for evaluation and investigated under MFR 2916596-2019-01857. The available data from the submitted and retrieved log files are also investigated under MFR 2916596-2019-01857. The reported event of a red heart alarm was confirmed during analysis. The evaluation of (B)(6) revealed an open fuse for the vcc circuit. A specific root cause for the open fuse was not able to be determined during that evaluation. Log file (B)(4) contained two brief speed interruptions (7910 rpm and 7600 rpm) below low speed limit of 8000 rpm. Both low speed events occurred during pi events. The low speed operation flag was active during the 7600 rpm event, on day 1, hour 22, minute 0. Multiple power elevations were also captured intermittently throughout the file (9.0-12.4 w). It was reported that this log file was submitted from the patient¿s backup controller. No additional atypical alarms were captured after support was initialized from this controller. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hmii lvas patient handbook provides information on all system alarms and the actions associated to resolve the alarms. The hmii lvas operating manual explains that due to slight fluctuations in pump speed, the actual trigger point for the low speed operation alarm is 200 rpm below the low speed limit. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This manual also notes that suction events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index (pi). These events, also referred to as pi events, may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. If a suction event occurs, the system controller will automatically drop the speed down to the low speed limit and slowly ramp it backup to the fixed speed set point at a rate of 100 rpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient exchange the primary system controller due to red heart alarm. On (B)(6) 2019 the patient had a battery module alarm at the hospital when the battery was connected. The connection from the battery to power module was then changed and when connecting to the power module, a red heart alarm occurred. The patient complained of symptoms and was confirmed by auscultation; however, the pump was not running. The patient¿s system controller exchanged due to the pump not running. After connecting to the backup epc system controller, the patient's symptoms disappear and the pump began operating normally. The evaluation for log file did not contain any pump data. It appears that the events that occurred on this epc system controller were not collected. The evaluation for the second log file began on day 0, hour 0, and 6 minutes and ended on day 0, hour 17, and 57 minutes. The data captured appeared to be related to a system controller swap and system controller set up. There were no unusual events noted within this log file and the pump appears to be functioning as intended. It was also reported that the patient was recorded low speed operation. The site was worried about driveline fracture. The patient is completely asymptomatic, with no sign of thrombus, dehydration. The log file review confirmed that a low speed hazard alarm event was observed. There is not enough evidence to confirm the cause of the speed drop. No additional information provided.